Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, h6.

Event description:
Patient reported "rupture". This record is for left side. The device remains implanted. Device will be returned.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Patient reported "rupture". This record is for left side. The device remains implanted. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.